Event description:
It was reported by service report that the side rails won't lock in the upright position and the brakes are not functioning properly. No pt involvement or adverse consequences are reported.